Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum instrument was returned for evaluation. The magnum instrument was visually inspected upon receipt and was found to be in good condition. The device was functionally tested and failed the tests as gun was too difficult to prime identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the reported device doesn't prime correctly and too much force had to be used to prime the driver. The root cause for the reported device doesn't prime correctly and too much force had to be used to prime the driver is unknown. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly doesn't prime correctly. It was further reported that the too much force had to be used to prime the driver. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2026).

Event description:
It was reported that prior to a biopsy procedure, the device allegedly doesn't prime correctly. It was further reported that the too much force had to be used to prime the driver. There was no patient contact.